Event description:
It was reported that during a sigmoidectomy procedure, the clip could not be fed into the jaw properly and it ejected. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.